Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while being applied on the ventricle, after the 2nd firing, the knife in the jaws of the device did not withdraw and jaws locked on tissue. In order to resolve the issue, it had to be placed back in the charger two (2) times and then it finally worked. Afterwards the unit had been unstable and it was not possible to turn it on. Once tried, a warning in the led screen was displayed on the device. As a result of the issue, the surgical time extended for more than 30 minutes. No patient injury.